Manufacturer narrative:
(B)(4). During a follow up with the nurse regarding opening the homechoice (hc) door during therapy, it was revealed that the home patient (hp) was seen in the clinic recently (date unknown) and added tha tthe hp is doing fine and continuing therapy. The nurse stated that the hp did not report to her about opening the hc door during therapy. The nurse stated that she would call the nurse to review proper procedures. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The home patient had opened the homechoice (hc) door to correct a slow flow patient alarm. The cause for the issue of hp opening the hc door during therapy was determined to be use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. A service history review (shr) revealed that no issues were identified that may have contributed to the reported issue of patient opening door during therapy. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center to reporting that they had opened the door of the homechoice (hc) machine during fill cycle to resolve a slow flow patient alarm. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting. The hp would finish using manual supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.